Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was inner insulation kinked buckled and the lead was stretched and damaged at implant.

Event description:
It was reported that during an attempted implant, the helix became unable to advance. The lead was retracted and a new lead was used. No patient complications were reported as a result of this event.